Manufacturer narrative:
H10: the device was used in treatment and it was reported that the drill was making an abnormal noise as described by the reporter, was warm to the touch and immediately ramped up speed to 80,000 rpm. There was no serial/lot number provided for device history record review so it could not be concluded if the device met the manufacturing specifications. Nevertheless based on the description of the event, there is no indication of a product failure that could contribute to the reported complications the patient experienced during the surgery assisted with navio system. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Review of the information provided in the field report revealed that there could be minor motor shaft damage to the drill based on the noise and heat report. However, the drill is expected to operate at 80000 rpm and it immediately ramps up to that speed. Unfortunately the user was unable to identify the drill serial number during the case and then the surgeon performed a subsequent surgery a few weeks later with the same sets of instruments. The root cause was established to be undetermined after investigation.

Event description:
It was reported that during the bone removal stage, the handpiece (assuming the anspach drill element) was making a strange noise. It was also noticed that the anspach drill got very hot to the touch during the case. As soon as the drill was turned on, the anspach unit seemed to go straight to the maz 80000 rpm and then fluctuated around the level mentioned while in use.